Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 38 mg/dl. Troubleshooting was declined by customer for the low blood glucose. Customer indicated that the low may have been caused by leg infections and the food that he ate.